Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that there is leftover medication in the syringe at times. The staff receive the medication from the main pharmacy in the evening and the pediatric specific pharmacy during the day. They use varying amounts of fluid/syringe sizes depending on the medication to make certain the patient receives all of the medication in the tubing. They also have different brand syringes on occasion. There was no specific events or dates. There was no patient harm.